Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found an unknown brown, green, and white color stain on the bottom side of the printed circuit board assembly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that the previously working remote monitor was unable to establish telemetry with the patient's implanted heart device. The monitor was returned. No patient complications have been reported as a result of this event.